Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal, damaged battery compartment. The complaint was duplicated. The cause was damaged battery compartment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso seal, battery compartment. Functional test was performed.

Event description:
It was reported that the battery compartment was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.